Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead developed high, undefined impedance, which resulted in a polarity switch from bipolar to unipolar configuration. Subsequently, oversensing was noted on the ra lead, which resulted in inappropriate mode switches. The ra lead remains in use. No patient complications have been reported as a result of this event.